Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305932, lot#: 4163101. It was reported that the bd syringe 0.5ml 29ga 1/2in bls 400 sg safety mechanism broke. The following information was provided by the initial reporter: rcc received a complaint via email. Rn brought to my attention, that when attempting to draw up insulin, the safety mechanism on the insulin needle came completely off when the cap was removed, leaving the needle exposed with no safety mechanism. Product#: 305932, lot#: 4163101e1.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of safety mechanism failure. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Imdrf codes must be updated.